Event description:
It was reported, the endoeye flex deflectable videoscope had a cloudy image that was unclear. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was not reproduced. Based on the results of the investigation a definitive root cause could not be identified. A device history review revealed no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.